Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative tests. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.

Event description:
Customer reported that they received 6 suspected false negative results when testing with the cue covid-19 test for home and over the counter (otc) use while very symptomatic between the dates of (B)(6) 2022 and (B)(6) 2022. On the 7th attempt, customer received a positive result. Cue health technical support representative requested further information; however, customer did not respond to representative's 3 attempts.